Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
It was reported that the procedure was to treat a de novo, 100% stenosed and mildly calcified vessel in the mid left anterior descending (lad) artery. Pre-dilatation was performed with a semi-compliant balloon and the 3.0x28mm xience prime drug eluting stent was implanted at a pressure of 16 atmospheres (atms). Post deployment, a dissection was noted at the distal end of the stent. A 3.0x28mm xience xpedition stent was used to treat the dissection and complete the procedure. There was no adverse patient sequela and there no reported significant delay in the procedure. No additional information was provided.